Event description:
It was found the handpiece no longer meets the specifications for impedance, phase margin and frequency. Device used during several laparoscopic nissen procedures. Case completed with device. No patient consequences.